Event description:
It was reported that the customer had a motor error alarm during bolus/basal. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer is able to rewind the pump. Customer was advised to return the pump with the battery and to zero out the basal rates. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, and motor tests. However, the insulin pump was received stuck with motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.